Event description:
It was reported that the 9800 system had no boot problems and displayed a communications error message. No pt was involved.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep installed an sbc kit. System operates as intended.